Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 18703289/18066352, model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the device was bothering the patient due to a non-target stimulation. The patient underwent a replacement procedure.